Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 40 mg/dl. The customer was hospitalized on (B)(6) 2015 at 1pm. The customer received no alarms from the insulin pump. The customer does not know what caused the low blood glucose. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.